Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01846 through 1221359-2022-01848 .

Event description:
The customer reported multiple conflicting results with the idnow covid-19 assay performed on (B)(6) 2022 .no additional patient information, including treatment and outcome,was provided. No information was provided if patient was asymptomatic or symptomatic. This MFR. Report addresses test one (1) of three tests (3) .

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1064373 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1064373, test base part number 190-430 / lot 1064373. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1064373 showed that the complaint rate is 0.006% (3/52176). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1064373 showed that the complaint rate is 0.006% (3/52176). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference.